Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a medical equipment company representative was confirming the status of the device, the battery longevity status bar was gray. The device was not used and there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.